Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the safari guidewire became caught in the valve and dislodged. Subsequently, a second valve was implanted successfully. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)